Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. (B)(4).

Event description:
The customer reported that the system failed to prime during set-up and some error messages were displayed. The system was switched out for the scheduled procedures. No pt harm was reported. Additional information was requested.